Manufacturer narrative:
As no further information concerning this product is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was not working, and the communicator power cord was hot. A boston scientific company representative discussed with the patient and advised for communicator replacement. The communicator was no longer in service. A communicator return label was sent. No adverse patient effects were reported.